Manufacturer narrative:
Attempts to recreate the noise was unsuccessful. No intervention was performed and the physician elected to monitor the patient. As of today the device remains in service.

Manufacturer narrative:
The device was later explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific crm received information that this device oversensed noise resulting in pacing inhibition. The patient is pacemaker dependant and as such was asystolic for more than two consecutive seconds.